Manufacturer narrative:
(B)(4). Corrected: the following information was requested, but unavailable: when the energy button was release, did the device continue to activate? How was it determined that the device continued to activate? Was the generator making the activation sounds? Is the customer aware that the blade tip and distal 7cm of all harmonic devices remain hot after use?

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: keep sounding. How was it determined that the device continued to activate? As above, and the blade's temperature was get hotter, when the surgeon close the jaw the pad immediately melt . As in picture. Was the generator making the activation sounds? Yes. Is the customer aware that the blade tip and distal 7cm of all harmonic device remain hot after use? Yes, the user is key account, he use har9f everyday more than 20 pieces a month.

Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, after release activation button on the device, the energy still delivery that make the blade still work then the heat generate, so the tissue pad was melted. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.